Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "extensively porous-coated femoral revision for severe femoral bone loss" written by c. Anderson engh, jr., md, thomas j. Ellis, md, lisa m. Koralewicz, mph, james p. Mcauley, md, and charles a. Engh, sr., md accepted by publisher 7 july 2002 was reviewed. The article's purpose was to review the minimum 10 year results of revision tha done with fully porous-coated, long-stem femoral prostheses in patients with diaphyseal bone loss extending at least 10 cm below the lesser trochanter. Data was compiled from 34 patients receiving depuy implants during revision surgery between 1982 and 1986 but original implants were not known. The article reports solution stems with 32 mm cocr articular heads were used. Acetabular components were not identified or discussed. Solution stems with modular heads became available in 1989 so it is assumed the author is referring to monoblock style aml stems but utilizes the term solution as it was a product line similar to aml. The article does not provide adequate information to determine accurate quantities. Depuy products utilized: solution stem. Adverse events: fractured stem (treated by revision), infection (treated by revision), stem loosening (treated by revision).